Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic partial nephrectomy, the device was activating although the activation button was not being pressed at that time. A new ft3000 was opened and it worked fine. Foot switch was not being stepped on at that time of issue. No patient involvement.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The device was recognized when plugged into a generator. The device was not self activating when plugged into the generator. The device was activated five times in all three modes and all five slider positions with no anomalies noted. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.